Event description:
Patient revised on (B)(6) 2021 approximately three months after the primary surgery. Surgeon explanted size 10 humelock ii cemented stem and 135/145 40/+3 stability humeral cup and then implanted a new size 10 humelock ii cemented stem, 40/+6 stability cup, and 135/145 reversed adapter for an extra +9mm of spacing.